Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the phasix mesh implant may have caused or contributed to the reported patient outcome. A review of the manufacturing records show that the lot was manufactured to specification. If additional information is provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per clinical study ((B)(4)) finding: it is reported that on (B)(6) 2014 the patient was implanted with a phasix mesh for retro-rectus without cst. It is reported that the patient had swiss cheese type multi hernia defects. The patient also had a concomitant procedure; bilateral myofascioutaneous flaps of the abdomen. Reportedly, on (B)(6) 2015 the patient presented with diastasis of the superaumbilical abdominal wall. It is reported that the doctor assessed this as being mild, not a serious adverse event, that is definitely procedure related, and possible device related. No action was taken and the patient outcome is listed as ongoing.

Manufacturer narrative:
This is an addendum to the initial MDR and is a clinical study ((B)(4)) finding: as reported 10 months post implant the patient developed diastasis, which then evolved into a recurrent hernia. It is reported that the hernia is nonsymptomatic and there has been no surgical intervention to date. The patient condition is being monitored. Recurrence is a known inherent risk and is identified as a possible complication in the IFU. Based on the information provided, at this time no conclusion can be made as to the degree to which the phasix mesh implant may have caused or contributed to the events as reported. A review of the manufacturing records show that the lot was manufactured to specification. If additional information is provided, a supplemental MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is a clinical study ((B)(4)) finding: (B)(6) 2014 - the patient was implanted with a phasix mesh for retro-rectus without cst. It is reported that the patient had swiss cheese type multi hernia defects. The patient also had a concomitant procedure; bilateral myofasciocutaneous flaps of the abdomen. (B)(6) 2015 - the patient presented with diastasis of the supraumbilical abdominal wall. It is reported that the doctor assessed this as being mild, not a serious adverse event, that is definitely procedure related, and possible device related. No action was taken and the patient outcome is listed as ongoing. (B)(6) 2015 - patient evaluated at her 18 month follow up visit. Patient had no complaints; however, the md felt a recurrent bulge. The doctor states that the diastasis and the recurrent hernia are related issues. This recurrence has been defined by the doctor as both possibly procedure and possibly device related (cause unknown). No medical or surgical intervention was taken at this time.

Manufacturer narrative:
This is an addendum to the initial MDR and based on additional information provided by clinical study ((B)(6)): the operative dictation does not directly identify any of the residual phasix mesh. However, the surgeon reports that "there were a lot of intra-abdominal adhesions precluding us from performing a laparoscopic approach. There was residual (phasix) mesh palpable within the abdominal wall adjacent to the recurrence." Recurrence and adhesions are known inherent risks and are identified as possible complications in the IFU. Based on this additional information, the results of this investigation remain inconclusive. If additional information is provided, a supplemental MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on additional information provided by the clinical study ((B)(6)) indicating that the patient has undergone an additional surgery: on (B)(6) 2016 - patient underwent an incisional hernia repair, voeller onlay technique, laparoscopic converted to open procedure in the midline with bard/davol soft mesh fixated with absorbable fixation, enterolysis, freeing of intestinal adhesion of the greater omentum, jejunum and transverse colon. Operative findings include a defect of 9cm x 9cm just above the umbilicus, omentum adherent to the abdominal wall, small intestine adherent to the abdominal wall and transverse colon adherent to the abdominal wall. Operative dictation does not directly identify any of the residual phasix mesh.